Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. Upon procedure, it was found that there was a rupture in the outer layer of a cylinder, this rupture caused a fluid leak and the presence of air in the system. A new ipp was implanted and there were no patient complications reported.